Manufacturer narrative:
Description of issue: (B)(6)2023: abaxis, union city, technical support received a call from a distributor reporting the front of the customer's piccolo xpress analyzer was melted while placed on top of a computer overnight. (B)(6)2023 abaxis, product assurance investigation: the unit was returned to union city and unboxed by product assurance (pa) for evaluation. The front face of the analyzer was confirmed to have melted around the drawer and the front of the drawer. A gouge suggests there was an attempt to pry open the drawer. The drawer cover and blank front face were missing, with no side panel or chassis damage. Upon opening the analyzer, the rotor had melted and was warped. The drawer was removed, and it was found that the main body of the drawer had slight deformities to it; all gear teeth were intact, and the drawer motor functioned properly. The barcode reader was found tilted down and outside of its alignment stilts. There was no other heat or fire-related damage on the inside of the analyzer or evidence of burnt or damaged components. The fan was found to be functioning with all cables attached and intact, making full connections. Zoetis product assurance -(pa) ran a heater test, power cycle, and simulated functional testing and confirmed the heater plates were functioning as designed; . Holding temperatures properly. Rotor 1 was run during the heater test using a different drawer with no issues. The service archive log was reviewed: the analyzer was last used in (B)(6)2023. The final rotor was completed, and then the unit presented a "cam jam." No further entries were found in the log until (B)(6) 2023, when zoetis pa powered on the unit. There were zero temperature-related errors or flags in the log found. The highest temperature a heater plate can reach is 80c. The plastic components of the piccolo xpress would not melt until >100c. A review of the device history record for serial number (B)(6)was completed and confirmed -the device met all release criteria. Four (4) complaints were received for this piccolo xpress analyzer in the past 115 months (about 9 and a half years). There has been no observed trend for melted analyzers over the last 12 months, ending in (B)(6)2023, as this is the only call for a melted analyzer. There has been no reported patient impact contributing to patient injury or hospitalization. The root cause of the customer's reported problem was not established. Based on this information and visual evidence, the likely source of heat damage is an external heat source, not from within the analyzer. This complaint could not be substantiated. No further action is required at this time.

Manufacturer narrative:
(B)(6) 2023 abaxis, union city, technical support received a call from a distributor reporting the front of the customer's piccolo xpress analyzer was melted. A return material authorization (RMA) was requested. The instrument will be returned to abaxis union city, product assurance, for investigation. A follow-up will be submitted pending further investigation received.

Event description:
(B)(6) 2023 abaxis, union city, technical support received a call from a distributor reporting the front of the customer's piccolo xpress analyzer was melted.